Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that there was an out of box failure of an intra-aortic balloon (iab). The customer noticed a hole in the iab when they opened the box and that the iab was ruptured. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The one-way valve was also returned and attached to the extracorporeal tubing. The catheter tubing was flattened along its length, which may occur if a vacuum is held with the one-way valve for an extended period of time, causing the catheter tubing to lose its round shape. A catheter tubing/inner lumen kink was observed near the y-fitting at approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation since no leaks or ruptures were found on the iab and was not returned in its original packaging. We were unable to determine how the reported event may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint#: (B)(4).

Event description:
It was reported that there was an out of box failure of an intra-aortic balloon (iab). The customer noticed a hole in the iab when they opened the box and that the iab was ruptured. There was no patient harm or adverse event reported.